Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and uretex was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of suture, posterior colporrhaphy with stratasys graft and cystoscopy on (B)(6) 2006, per plaintiff profile sheet implant not extracted; procedure was done for pain at the vaginal apex from mesh. Following insertion, the patient experienced pain, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding and dyspareunia. On (B)(6) 2006, the patient underwent removal of suture, posterior colporrhaphy with stratasys graft and cystoscopy due to pain. (B)(4).